Event description:
During decompression lumbar laminectomy, the pt sustained a dural tear while surgeon used a kerrison rongeur. Dura was repaired with 5.0 prolene suture. Procedure continued without further incident. Pt is fine post-op. Risk manger at hosp stated dural tear possibly result of surgeon error-not device related. The malfunction is occuring below the frequency and severity that are usual for this device.